Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that vasospasm, chest pain and restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently the index procedure was performed. The target lesion was a de novo lesion located in the distal right coronary artery(rca) with 95 % stenosis and was 6.00mm long with a reference vessel diameter of 2.2mm. The lesion was treated with predilation and placement of a 2.25x8mm promus element plus stent. Following post dilation, residual stenosis was 0%. Post deployment of the study stent, mild spasm was noted distally which was treated with nitroglycerin insertion. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient was presented with recurrent episodes of severe chest pain and was diagnosed as progression of existing right coronary artery disease and was hospitalized on the same day. Subsequently cardiac catheterization was recommended. The 80% stenosis located in mid rca was treated with placement of a 2.25 x 12.00mm promus premier drug- eluting stent with 0% residual stenosis. Additionally the 95% stenosis located just past the most distal stent was treated with balloon angioplasty with 30-40% stenosis. The event was considered not recovered or not resolved.